Manufacturer narrative:
H10: a vyaire field service representative (fsr) evaluated the device onsite and could not duplicate the reported issue. The vent performed to factory specification. Circuit calibration and ventilator performance checks with a known good circuit was done as well as the same circuit used by the patient. Both passed. The unit passed all calibration, functional and safety tests performed. Additionally, 2 units were used on the patient with the exact same issue so the customer wants the units checked out.

Event description:
It was reported to vyaire medical that the 3100a ventilator mean airway pressure settings would not hold and piston would not center during patient use. There was no patient harm reported with this event.